Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected field: d4 serial and lot number should be empty since no valid lot & serial number was provided, e1 event site telephone. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. All failure modes related to balloon malfunction are addressed in the risk file and their individual complaint occurrence rates are within its risk profile. The IFU addresses the mitigations for all balloon failures. Each iab manufactured is 100% inspected and the controls put in place during the manufacturing of the iab would catch a defect and not allow non-conforming device to be released. The iab catheter is unknown based on the rational provided above, no escalation to the CAPA process is required.

Event description:
It was reported that the intra-aortic balloon sensation plus 50 8fr device, during insertion, the balloon failed to enter the terumo radiofocus introducer ii 8fr introducer sheath. The introducer sheath was replaced with a 9fr arrow arrow-flex reinforced sheath, but the device still did not enter. No harm or injury reported.

Manufacturer narrative:
Due to character limit in d10 concomitant product - terumo - radifocus introducer ii 8 fr sheath; teleflex - arrow-flex reinforced sheath 9 fr. Updated fields - b4, g3, g6, h2, h6 (health effect ¿ clinical code), h11. Corrected field - b5, d10, e1 (event site telephone).

Manufacturer narrative:
Due to character limit in d4 concomitant product is terumo radiofocus introducer ii 8fr introducer sheath, 9fr arrow arrow-flex reinforced sheath. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that the intra-aortic balloon sensation plus 50 8fr device, during insertion, the balloon failed to enter the terumo radiofocus introducer ii 8fr introducer sheath. The introducer sheath was replaced with a 9fr arrow arrow-flex reinforced sheath, but the device still did not enter. No harm.